Event description:
The reporter stated that the surgeon was loading a collamer aspheric three piece lens and the lens split. There was no patient contact. The surgeon felt the lens was defective.

Manufacturer narrative:
Evaluation codes - (other ): lens work order search. Results (other): visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue. A work order search was performed and no similar complaint was found. Conclusion: (no conclusion can be drawn). Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.